Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer ( hodgkin¿s lymphoma -type a near the lungs) in 2021 following a period of device use. The patient alleges that exposure to degraded pe-pur sound abatement foam from the device may have contributed to their cancer diagnosis. The patient further reports undergoing chemotherapy treatment and experiencing associated physical, emotional, and financial burden. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed